Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is intermittently delivering pacing in the atrium and sensing in the ventricle until pacing happens at the same time as a premature ventricular contraction (pvc). The pvc is not seen by the device and delivers ventricular pacing potentially on the t wave, causing the patient to have runs of ventricular tachycardia (vt). Additionally, it was discussed that there are many recent atrial pacing events that are blanking the r waves, causing a late ventricular pacing. This caused numerous recent anti-tachycardia pacing (atp) delivery. Reprogramming options were discussed with technical services (ts). No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Corrected fields: h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is intermittently delivering pacing in the atrium and sensing in the ventricle until pacing happens at the same time as a premature ventricular contraction (pvc). The pvc is not seen by the device and delivers ventricular pacing potentially on the t wave, causing the patient to have runs of ventricular tachycardia (vt). Additionally, it was discussed that there are many recent atrial pacing events that are blanking the r waves, causing a late ventricular pacing. This caused numerous recent anti-tachycardia pacing (atp) delivery. Reprogramming options were discussed with technical services (ts). No additional adverse patient effects were reported. This device remains in service.